Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, sion; guide cath: profit 6f; other: intravascular ultrasound (ivus). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported as an acute myocardial infarct case that using a femoral artery access approach during a procedure of the concentric, non-calcified, non-tortuous, 50% stenosed below the bifurcation lesion of the left anterior descending artery (lad), after aspiration of the thrombosis, an intravascular ultrasound (ivus) was performed. The 3.0 x 12 mm xience xpedition stent delivery system was advanced to the target lesion without pre-dilatation and the stent was implanted in the lesion at 10-14 atmosphere three times. It was noted, however, that post implant, the stent was not visible under fluoroscopy. It was further confirmed that no stent was implanted using cine image and ivus. No further treatment was performed. Subsequently, the dislodged stent was found inside of the y-connector outside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.